Event description:
This rv lead was implanted on (B)(6) 2005. A call to technical services placed on (B)(6) 2013 stated that on (B)(6) 2013, patient reported to hospital due to pocket erosion. Physician planned system extraction on (B)(6) 2013. Additional information received in medical records stated that the patient died during explant procedure. The physician was dr. (B)(6) at (B)(6) medical center in (B)(6). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).